Manufacturer narrative:
Exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found internal debris affecting the bearings. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device overheated. There was patient involvement; no patient impact.